Event description:
(B)(6) indicated that during testing using the allset gold ssp hla-drb1 high res kit (catalog#: 54040d lot#: 017 110387) that the drb1 lane 95 base pair filter did not function properly. Results were not limited to either dr4 or dr5. This would result in a mistype.

Manufacturer narrative:
The internal investigation for this complaint included a review of the reactivity file results in our (B)(4). On (B)(4) 2012, these files were corrected to reflect the correct drb4 and drb5 typing. Documentation of all correction activities will be included in the 30-day report. Please reference MFR number: 224574-2014-00173, lot# 017 944896, manufacture date: 2011/06, exp date: 2012/12.